Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the tip of the sheath bent. As a result, another sheath was used to complete the procedure. There was no delay in treatment, no vessel damage and no patient death or other complications reported.